Manufacturer narrative:
This is the same event as 3010536692-2014-01868. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is experiencing mom complications (right). Received additional information on (B)(4) 2014: allegedly the patient was revised due to metallosis with pseudotumor.